Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that for some days the pt has complained about disturbing noises, interruptions and steady deterioration in hearing. Exchanging the external parts did not improve. Testing carried out in the clinic showed, that the device has malfunctioned. Another testing on (B)(6) 2010 confirmed this result.